Event description:
It was reported that this shock channel exhibited noise. The patient presented to the clinic and the noise was noted while the patient moving around. No noise on the right ventricular (rv) lead was observed and all measurements were stable. Which was suspected to be myopotential on shock channel and not a lead integrity issue. Currently, this product remains in service and no adverse patient effects were reported.